Manufacturer narrative:
Visual inspection of the returned instrument confirmed the reported event. The drill guide tip is completely removed from the distal tip of the instrument and was not returned for evaluation. The distal end of the shaft shows signs of shear deformation. A review of the manufacturing record indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2012.the probable underlying root cause for the damage is loss of mechanical integrity leading to instrument fracture during usage of the device.

Event description:
It was reported that the tip of the inserter fractured during surgery. Implant was explanted to remove the tip from the inserter guide. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Product still enroute to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Manufacture date ¿ unknown.